Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was incorrect (unknown) initially however it was updated to 15vnlh. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that water was leaking from the cartridge, which causing the host cartridge slot to become wet at an unknown timing. There was no report of patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).